Event description:
Caller states the pt tested 7.5 inr on the coaguchek s system while a comparison lab returned as 4.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.